Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, event history log review; and flow accuracy testing, the customer problem was not duplicated. The pump was found to have passed testing, and the cause of the customer reported problem was unknown. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative found the pump passed all functional tests and performed as intended.

Event description:
It was reported that ¿flow rate out of tolerance¿. The incident occurred after patient use. There was no patient involvement.